Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose that they could not bring down with the insulin pump. The customer woke up with a blood glucose level of 205 mg/dl. They did a bolus. Their blood glucose level went up to 433 mg/dl. They took a bolus of 15 units but it still would not come down. The customer's current blood glucose level was 500 mg/dl. They treated their high blood glucose with an injection. Troubleshooting was performed. The device will not be returned for analysis.